Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the angulation in the up direction was out of standard due to the worn angle wire. The switch movement was abnormal due to the detached switch 1. The grip part was corroded. The bending section cover adhesive was detached. The light guide lens was broken. The light guide bundle was abnormal. The water supply failure was due to the clogged jet tube unit. The flexibility adjustment did not function due to the deformed flexibility adjustment ring. The gap on the upward/downward angulation control knob was out of standards due to the worn angle-wire. Switch one was deformed. There was foreign material from the clogged sub-water-supply channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. The customer also provided the following regarding the insufficient cleaning: the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. There was no delay in the start of the pre-cleaning. It was unknown if the air/water nozzle was flushed with air and water. It was unknown if the nozzle was cleaned with lint-free cloths/brushes/sponges and flushed with a detergent solution. The device was not used on a patient with foreign objects attached to the device. It was unknown when the foreign material adhered to the nozzle, and there were no other reprocessing concerns.

Event description:
The customer reported to olympus that the colonovideoscope water jet channel was clogged, and the angulation was reduced. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.